Manufacturer narrative:
The test strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The test strips have not be returned for investigation. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4)compared to a laboratory using an unknown reagent. At 9:24 am, the meter result was 2.7 inr. The result from the laboratory within 30 minutes was over 4.0 inr. The exact result was not available. On (B)(6) 2022 at 1:28 pm, the meter result was 2.3 inr. The result from the laboratory within 30 minutes was 3.4 inr. On (B)(6) 2022, the result from a new meter serial number (B)(4) was 1.5 inr. The result with the new meter using a new unknown strip lot was 1.5 inr. The result from meter serial number (B)(4) was 1.4 inr. The result using a new unknown strip lot was 1.5 inr. The result from the laboratory was 1.9 inr. Customer's therapeutic range is 2.5-3.0 inr.